Event description:
It was reported an air embolism occurred. During a watchman left atrial appendage closure (laac) procedure , a versacross connect kit and watchman access sheath was selected for use. After the transseptal puncture (tsp) was completed and versacross devices were removed, the patient became hypotensive and atropine was administered. It was observed the hemostasis valve on the watchman sheath was not completely closed and an air embolism occurred in the left atrium. The physician believes, an air entered via sheath which was in left atrium while patient was asleep and heavily breathing before it was closed down tightly. Air was not visualized on intracardiac echocardiography (ice) or fluoroscopy. The patient noted without a pulse (asystole); cardiopulmonary resuscitation (CPR) and rapid pacing were performed and the patient was intubated. After five to seven minutes, the patient regained pulse. The procedure was completed with the successful implantation of the closure device. The patient remained hospitalized and intubated due to acute hypoxic respiratory failure. The device is not expected to be returned for analysis. It was further confirmed, the patient is in palliative care.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.